Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the right essure device / malposition of essure device location of device: the devices can no longer be found, migration of essure device"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy (with complications)"), procedural hypotension ("as a result of the delivery(c section), she experienced intrapartum hypotension") and hypoxia ("hypoxic episode") in a 43-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 1984; (B)(6) 1990; (B)(6)1991; (B)(6) 2000 and (B)(6) 2016), miscarriage, c-section, amenorrhea, hypoaesthesia, breast tenderness, fatigue and menses irregular. Previously administered products included for birth control: nuvaring. Concurrent conditions included back pain and vomiting. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced procedural hypotension (seriousness criterion medically significant), hypoxia (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), menstruation irregular ("irregular menstruation") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstruation irregular and dyspareunia was resolving and the procedural hypotension and hypoxia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation, dyspareunia, hypoxia, menstruation irregular, pelvic pain, pregnancy with contraceptive device and procedural hypotension to be related to essure. The reporter commented: on or about (B)(6) 2013 plaintiff underwent essure procedure for left fallopian tube and om (B)(6) 2013 for right fallopian tube. Following the surgery, plaintiff suffered painful post-operative recovery. Since having the salpingectomy, plaintiff's symptoms have improved. Pfs- physician told her that she was not able to place the right insert on (B)(6) 2013. She had to go back later that month and have the right insert implanted. Mr-left side - 5 coils visible intrauterine, left- 1 coils visible. She have had two miscarriages. Additionally, during her 2016 pregnancy/delivery, she delivered prematurely and by c-section. As a result of the delivery, she experienced intrapartum hypotension and a hypoxic episode, which required intensive care, critical care, and follow-up care. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: migration of the right essure device. (B)(6) 2013 : hysterosalpingogram : unilateral occlusion (left tube occluded) and malposition of essure device). (B)(6) 2013 : urine pregnancy test negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the right essure device / malposition of essure device location of device: the devices can no longer be found, migration of essure device"), pregnancy with contraceptive device ("unintended pregnancy"), procedural hypotension ("as a result of the delivery(c section), she experienced intrapartum hypotension") and hypoxia ("hypoxic episode") in a 43-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 5 ((B)(6) 1984; (B)(6) 1990; (B)(6) 1991; (B)(6) 2000 and (B)(6) 2016), miscarriage, c-section, amenorrhea, hypoaesthesia, breast tenderness, fatigue and menses irregular. Previously administered products included for birth control: nuvaring. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced procedural hypotension (seriousness criterion medically significant), hypoxia (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), menstruation irregular ("irregular menstruation") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstruation irregular and dyspareunia was resolving and the procedural hypotension and hypoxia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation, dyspareunia, hypoxia, menstruation irregular, pelvic pain, pregnancy with contraceptive device and procedural hypotension to be related to essure. The reporter commented: on or about (B)(6) 2013 plaintiff underwent essure procedure for left fallopian tube and om (B)(6) 2013 for right fallopian tube. Following the surgery, plaintiff suffered painful post-operative recovery. Since having the salpingectomy, plaintiff's symptoms have improved. Pfs- physician told her that she was not able to place the right insert on (B)(6) 2013. She had to go back later that month and have the right insert implanted. Mr-left side - 5 coils visible intrauterine, left- 1 coils visible. She have had two miscarriages. Additionally, during her 2016 pregnancy/delivery, she delivered prematurely and by c-section. As a result of the delivery, she experienced intrapartum hypotension and a hypoxic episode, which required intensive care, critical care, and follow-up care. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: migration of the right essure device. (B)(6) 2013 : hysterosalpingogram : unilateral occlusion (left tube occluded) and malposition of essure device) 3-sep-2013 : urine pregnancy test negative most recent follow-up information incorporated above includes: on 27-feb-2018: events- "hypoxic episode, intrapartum hypotension", reporter added from pfs. On 27-feb-2018: case became medically confirm,concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the right essure device / malposition of essure device location of device: the devices can no longer be found, migration of essure device"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy (with complications)"), procedural hypotension ("as a result of the delivery(c section), she experienced intrapartum hypotension") and hypoxia ("hypoxic episode") in a 43-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6) 1984; (B)(6) 1990; (B)(6) 1991; (B)(6) 2000 and (B)(6) 2016), miscarriage, c-section, amenorrhea, hypoaesthesia, breast tenderness, fatigue and menses irregular. Previously administered products included for birth control: nuvaring. Concurrent conditions included back pain and vomiting. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced procedural hypotension (seriousness criterion medically significant), hypoxia (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), menstruation irregular ("irregular menstruation") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstruation irregular and dyspareunia was resolving and the procedural hypotension and hypoxia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered device dislocation, dyspareunia, hypoxia, menstruation irregular, pelvic pain, pregnancy with contraceptive device and procedural hypotension to be related to essure. The reporter commented: on or about (B)(6) 2013 plaintiff underwent essure procedure for left fallopian tube and om (B)(6) 2013 for right fallopian tube. Following the surgery, plaintiff suffered painful post-operative recovery. Since having the salpingectomy, plaintiff's symptoms have improved. Pfs- physician told her that she was not able to place the right insert on (B)(6) 2013. She had to go back later that month and have the right insert implanted. Mr-left side - 5 coils visible intrauterine, left- 1 coils visible. She have had two miscarriages. Additionally, during her 2016 pregnancy/delivery, she delivered prematurely and by c-section. As a result of the delivery, she experienced intrapartum hypotension and a hypoxic episode, which required intensive care, critical care, and follow-up care. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: migration of the right essure device. (B)(6) 2013 : hysterosalpingogram : unilateral occlusion (left tube occluded) and malposition of essure device). (B)(6) 2013 : urine pregnancy test negative . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: update quality-safety evaluation of ptc ( FDA codes updated ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the right essure device") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstruation irregular ("irregular menstruation") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstruation irregular and dyspareunia was resolving. The reporter considered device dislocation, dyspareunia, menstruation irregular, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on or about (B)(6) 2013 plaintiff underwent essure procedure for left fallopian tube and om (B)(6) 2013 for right fallopian tube. Following the surgery, plaintiff suffered painful post-operative recovery. Since having the salpingectomy, plaintiff's symptoms have improved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: migration of the right essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.